Manufacturer narrative:
Block a: customer contact reports no patient information is available. H3 other text : block a: customer contact reports no patient information is available.

Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced by the customer to resolve the reported issue.

Event description:
The hospital reported an error that could cause a loss of mechanical ventilation. There was no report of patient involvement.